Manufacturer narrative:
Summary post market vigilance (pmv) led an evaluation of one device opened by the account with the incorrect packaging in an undamaged condition. The loading unit was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy video-assisted thoracoscopic surgery, while performing lung resection in breaking away from the lung tissue, the device did not fire. The surgeon was able to press the green button but the handle could not be squeeze. On the first firing the staples have been fired but did not touch the lung tissue. To complete the operation, they opened another device. There was no patient injury.